Event description:
Information was received indicating that during bench-testing of this smiths medical cadd legacy 1 pump, the pump failed accuracy by -10.3%. Reported that there was no patient involvement.

Manufacturer narrative:
Other, other text: device evaluation summary: one cadd legacy pump was returned for analysis. Review of device history log found no evidence of the reported event. Functional testing included accuracy testing. The customer's concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. Problem source could not be identified.